Event description:
Report received of an overdelivery. The pump came down to the pharmacy department with an unsigned note that stated, "malfunction of pca pump. Delivered 1mg dilaudid total dose shown on pump, but residual volume in syringe was 20ml. Initial pca settings were confirmed by two nurses. Initial volume in syringe after priming was 27ml. Patient was sedated but aroused in the pacu. Respirations were 10 to 12 breaths per minute. Oxygen saturation was 98% on 4 l oxygen per nasal cannula. Arousal level 3. Pain scale 10 out of 10. Doctor informed of sedation. Patient transferred to ICU for further management." Multiple unsuccessful attempts were made to clarify this information with the customer.